Event description:
It was reported a spectrum pump had a constant close door message occur during testing in the intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door message was confirmed through evaluation. The unit was received inoperable due to constant door not fully latched alarms which correspond with the reported symptom. This condition was caused by a loose link screw. The link screws were replaced.